Manufacturer narrative:
Cause analysis: the issue was resolved after the clinician switched the btv back and forth, it was suspected that the btv was not fully placed to the desired position. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
Reported via china aer database: it was reported that the anesthesia device failed to initiate mechanical ventilation after bag to vent (btv) switched from manual ventilation during a case. No patient injury reported.